Event description:
Related manufacturer report number: 2017865-2023-52004during an in-clinic follow-up, noise that led to oversensing and automatic mode switch (ams) were detected on the right atrial (ra) lead. No known intervention has been done at this time. The patient was stable.